Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the right ventricular lead was failing to capture, had abnormal impedance, and was oversensing noise leading to pacing inhibition. The physician concluded the lead was fractured. The lead was deactivated until it could be replaced and the patient was sent home. The patient then presented in the emergency room with episodes of syncope due to the deactivated leads lack of support and worsening heart failure. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was stable following the procedure.

Event description:
New information received indicated the patient sustained an intra-cranial hemorrhage as a result of a fall likely related to the deactivated right ventricular lead.